Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H.11. Livanova manufactures the inspire 8f hollow fiber oxygenator with integrated arterial filter and hardshell. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia has received a report of increased trans-membrane pressure across inspire oxygenator during a procedure. Medical team elected to change-out the oxygenator. Patient consequences were not disclosed.

Manufacturer narrative:
H11: customer was duly requested during follow-up to indicate the pre-membrane and post-membrane pressure values reached, to verify if any unexpected medical intervention was taken, to specify how the patient was impacted and to confirm the surgical phase and the time duration of the change-out of the product. No further details were provided, except for the patient status: the patient is doing well post-surgery. Review of the livanova complaints database highlighted that the noticed batch of product was not involved in any other similar incidents, nor any concerning adverse trend for this kind of failure was identified. Based on the available information, and considering the investigation results of a previous similar complaints database, the reported event was reasonably traced back to the unexpected and progressive build up of biological material (platelet aggregates and fibrin mass) inside the oxygenator fibers during the procedure. Livanova conducted a literature and technical analysis about the trans-membrane oxygenator pressure gradients. Pressure drop excursion across the oxygenator is a known phenomenon reported in literature in all membrane oxygenators. The main cause of the pressure excursion has been identified in the platelet activation and adhesion within the oxygenator that progresses to increase resistance to blood flow during cardiopulmonary bypass. The factors influencing pressure excursions can be assigned to three main areas, surgery clinical impact, cardiopulmonary by-pass clinical impact, pathological patient conditions. Research on the phenomenon consistently concludes that the pressure excursion is complex and multifactorial and in most of the cases none of the factors considered singularly causes the phenomenon. An accurate analysis and monitoring of the factors identified can lead to the reduction of the phenomenon during cardiopulmonary by-pass. Nevertheless, at current state of knowledge the complex nature of the phenomenon does not allow its complete elimination.

Event description:
See initial report.